Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a scheduled pulse generator change out procedure. Upon the use of electrocautery, the pulse generator exhibited a loss of output which caused asystole for 30 seconds. The device was successfully explanted and replaced. The patient would continue to be monitored.